Event description:
A female patient was presented with abdominal pain to the operating room (or) for an exploratory laparoscopy with an enterolysis. This enterolysis created a side-to-side jejunojejunostomy and there was also a partial small bowel obstruction. The readout of the harmonic scalpel after multiple uses would no longer work, after the generator instructed cleaning and tightening. Harmonic generator directed the use of another hand piece. Readout kept reading "release jaw", "clean" "tighten assembly"; all of these steps were taken by the or staff without yielding better results. Therefore we opened a new harmonic handpiece to complete case.